Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate mode switch episodes. Clavicular crush was suspected. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was asymptomatic before and after the procedure.